Event description:
It was reported that the user initiated ilet therapy with a blood glucose of approximately 400 mg/dl and that glucose levels subsequently came into range after connection, with the event attributed to starting therapy while already hyperglycemic rather than to device performance. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.